Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the "whole screen turns completely black and the displayed contents are not able to be viewed" was confirmed by an operational check. Confirmed that no error indicating a device failure was recorded in the error log. The issue was caused by an lcd failure. The device¿s lcd display was replaced to address the issue. The lcd display was returned to the product investigation lab (pil) for further investigation. Pil visually inspected the lcd display and did not detect any visual defects. Pil reviewed the log that was sent by service. The lcd display was installed in a test unit and the display showed a good strong back light, the graphics were sharp, clear, and no color issues were noted. Technician verified that there were no backlight or graphics issues noted with the suspect lcd during the time of the test unit operation. Pil has determined that the display functions as designed.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the "whole screen turns completely black and the displayed contents are not able to be viewed" was confirmed by an operational check. Confirmed that no error indicating a device failure was recorded in the error log. The issue was caused by an lcd failure. The device¿s lcd display was replaced to address the issue.